Event description:
It was reported the device had no output and was replaced. When the chronic ventricular lead was attached to the new device, oversensing was noted, and it was not pacing. Additionally, the unipolar impedance was greater than bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.